Manufacturer narrative:
Product code = dqx (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a heart catherization, the safe-t-j exchange fixed core wire guide was inserted and removed once through the catheter. When the physician attempted to perform a catheter exchange and was getting ready to input the wire guide a second time, a hair-like fragment unraveling from the wire guide was observed. No portions of the wire guide remained inside of the patient's anatomy. Another safe-t-j exchange fixed core wire guide was used to successfully complete the procedure. It was noted that there was no calcium buildup present; no resistance was encountered during the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that no signs of unraveling and/or separation of the wire guide were evident. The fiber visible in the check-in photos was not a component of the wire guide. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, it was determined that the product functioned as intended. As there was no evidence to suggest device failure, and the returned complaint device shows no damage, no risk assessment was performed in this case. We will continue to monitor for similar complaints.

Manufacturer narrative:
During evaluation of the complaint device, it was observed that the hair-like fragment did not originate from the wire guide. The fragment is a long, stringy and clear plastic ribbon that appears to be delamination of the catheter utilized with the wire guide. Per the initial reporter (received 7feb2018), another manufacturer's diagnostic five (5) fr catheter was used during the procedure. Another catheter was utilized to complete the procedure as the safe-t-j exchange fixed core wire guide was thought to be defective. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.